Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A clinic manager reported one plus diffuse lamellar keratitis (dlk) and edema in a patient's right eye three days post lasik. The patient complains of having trouble focusing and is miserable. An oral steroid was prescribed and topical steroid dosage was increased. Dlk was reported to be resolved nine days later.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).